Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited loss of capture and the right ventricular (rv) lead exhibited low sensing. Both the ra lead and rv lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.